Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Consumer reported seeing halos and glare at night. Patient indicated seeing doctor about the issue. Requested information about lens was provided by an alcon representative. Consumer indicated having a lens implanted in the other eye, and would what to see if that helped. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure she has experience halos and glare making it very difficult to drive at night and makes it difficult for patient to judge distance. Additional information has been received from the physician and reported that patient finding the glare and halos (like spider webs) so intense that she probably will not do any night driving, except in the case of emergency. The situation also makes it extremely difficult to judge distances at night. Patient just completed the surgery with the same type of lens on her right eye a couple of days ago and will observe if it gets any worse. Patient talked to physician about it and physician indicated that there is a good chance it might get better over time, but everything patient read puts the burden on her to learn to adjust and live with it.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).